Manufacturer narrative:
The device was not received by the manufacturer as of the date of this report. A f/u report will be sent when the device is received.

Event description:
It was reported that during a robotic laparoscopic prostatectomy the device fell apart, part fell into the abdomen but was removed. Two pieces had fallen apart, the black inner seal and the white plastic "cup/insert dish part." The procedure took longer, but the exact amount could not be determined. There was no pt injury. Add'l info was requested, but no add'l info was available.